Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hypoglycemia after increased physical activity and temporarily disconnected from the ilet due to insertion-site pain; blood glucose measured 57 mg/dl, was treated with orange juice and glucose tablets, and increased to 71 mg/dl following additional fast-acting carbohydrates. Symptoms included hypoglycemia with associated nausea and sleepiness. Outcomes included unexpected medical intervention in the form of oral glucose administration; removal of ¿no health consequences or impact¿ was requested. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, and device-related assessment was limited due to insufficient information and unspecified device component details, with no specific medical device problem established. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.